Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device would not power on despite being placed on a charger for more than thirty minutes, with a blinking green led observed and no issues noted with a demo device during training; the user tried an alternate outlet without resolution, and a replacement device was sent with return instructions for the original device. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included no hospitalization and no need for medical intervention. Investigation manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.